Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery wand became increasing more difficult to move through the hemopro2 cannula. The longer the case progressed the harder it was to move the wand back and forth. This created difficulty with branch harvesting and accuracy of cautery placement. The clinician finished the case but with difficulty and noted that this has happened before in longer cases where she would have to take additional vein from the opposite leg. The longer the harvest, the more difficult the cautery was to control through the hemopro 2 device. There was no significant delay in case time. There was no harm was caused to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/02/2024.an investigation was conducted on 08/21/2024.a visual inspection was conducted.both the harvesting device and cannula was returned for evaluation.signs of clinical use and evidence of blood was observed on both devices.there were no visual defects observed on the intact c-ring and cannula.there were no visual defects observed on the intact harvesting device.a reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed.the harvesting device was then inserted into the cannula with no visual or physical difficulties observed.based on the returned condition of the devices as well as the evaluation results, the reported failure "fitting problem- tool" was not confirmed.the lot # 3000354038 history record review was completed.there were no ncmrs, rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.